Manufacturer narrative:
Complained product will not be not available.

Event description:
Thin metal ring at bottom fell off... Causing brush head to fall off while brushing - oral-b toothbrush [device breakage] black powdery substance gradually wore off - oral-b toothbrush [device physical property issue]. Case narrative: consumer stated on phone that there was an issue with the toothbrush handle as a thin metal ring at the bottom of oral-b toothbrush handle fell off, causing the brush head to fall off while brushing, and black powdery substance at the bottom of the handle gradually wore off. No injury was reported.